Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on 01/14/2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's mother reported that patient experienced a hypoglycemic event and a seizure. At the time of the event, the continuous glucose monitor (cgm) sensor was newly inserted and in the 2-hour warm-up period. Patient's mother reported that prior to changing sensor, the patient's blood glucose (bg) was at 109 mg/dl, and she felt okay to change out the sensor at that time. At some time during the sensor warm-up period, patient's mother noticed that patient had a low bg of 40 mg/dl. Patient's mother attempted to feed patient a glucose tablet when the seizure stated. Patient's mother then attempted to get patient up to feed patient juice boxes. Patient's mother then called 911. Emergency medical technicians (emts) treated patient with a "gluco shot" and transported patient to hospital where he was kept for one (1) day for observation. There was no alleged device malfunction. There was no alleged device malfunction. At the time of the event, patient is good. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.